Event description:
Technician alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the bed came back to the warehouse with a broken side rail center arm. The technician removed the broken side rail center arm and replaced it with a new one to resolve the issue.